Manufacturer narrative:
Other relevant device(s) are: (catalog number enlw1620c124ej, serial number unknown, use by date unknown and upn# unknown). Event date - exact date unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Coiling of the right internal iliac artery was performed prior to implant. The endurant bifurcated stent graft was implanted via the right approach. An endurant enlw1616c93ej and enlw1620c124ej were implanted in the common iliac artery on the contralateral side. An endurant enlw1613c124ej was implanted in the external iliac artery on the contralateral side, and an endurant encf2525c49ej was implanted proximally. It was reported that the postoperative follow-up on an unknown date revealed an increase in the aneurysm diameter. Due to a gap that was created between the left limb and the vessel wall, an endoleak was observed. On (B)(6) 2017, coiling of the left internal iliac artery was performed, and an endurant etlw1613c124ej was implanted in the external iliac artery. A type IV endoleak was observed in the limb but there was no jetting, increased procedure time, or intervention performed and the physician was satisfied with the result. Per the physician the distal type I endoleak endoleak was anatomy related (changes in the vessel morphology). No additional clinical sequelae were reported and the patient is fine.